Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed error code 1871. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received that no patient was involved or affected. The customer noticed the issue and sent the pump for repair. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to have slight damage observed on the pump housings and battery door missing. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was power up, and it displayed motor locked. Simulated use testing was able to download event log and able read out the pump error log but unable to run the pump. The pump event log verifies that the event occurred (one 1870 alarm recorded followed by 1871 error). The 1870 error code displayed is motor timeout1. Investigator's also opened the pump and found that the motor hub gear had fallen of the motor shaft. Service replaced the pump motor hub gear onto the flat of the motor shaft as a preventive measure. The problem source of the reported problem is unknown.